Event description:
According to the physician, during follow up 6 weeks post procedure, there were no complications. The patient was last seen in 2008 and no issues have been reported. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.